Event description:
It was reported that the atrial lead exhibited high impedance in both unipolar and bipolar configurations. Impedance had been rising from around 350 ohms in (B) (6) 2009, to 1588 ohms bipolar and 1534 ohms unipolar on (B) (6) 2010. The lead would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.